Event description:
It was reported that the colonovideoscope had a black line on the screen and occasional loss of image during a diagnostic colonoscopy. The procedure was completed using an olympus back up device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign material in auxiliary tube and device reprocessing problem. Olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.